Event description:
IV placement, 20 ga catheter with blood draw, successful on first placement attempt. Ultrasound positive dvt left forearm and above elbow 2 days later. Anticoagulant therapy initiated for treatment of dvt. Resolved without apparent further sequelae.